Manufacturer narrative:
Investigation summary: bd had not received samples, but one photo was provided for investigation. The photo was reviewed and the indicated failure mode for defective locking mechanism with the incident lot was not observed. Additionally, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to defective locking mechanism as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle, the safety mechanism detached while attempting to activate it, causing the needle to separate. The user felt light contact with the needle on the skin, but the needle did not puncture the skin. It was determined that there was no exposure. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle, the safety mechanism detached while attempting to activate it, causing the needle to separate. The user felt light contact with the needle on the skin, but the needle did not puncture the skin. It was determined that there was no exposure. No adverse impact was reported regarding the patient or user.